Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm device, implanted: (B)(6) 2012; 6947m62 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had depleted prematurely due to high threshold level s on the associated left ventricular (lv) lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Correction: if information is provided in the future, a supplemental report will be issued.